Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with an xray detectable sponge. The customer states that during a surgical procedure on an open incision, the sponges are leaving lint in the incision. The customer further reports the sponges are wet with saline solution and are used to wipe/cleanse the patient, leaving behind lint, which was removed by using tape.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.